Manufacturer narrative:
The investigation of the returned control printed circuit (pc) board and eval of received device logs has been completed. Received device logs confirmed several occurrence of the reported technical errors starting from the date of the event. In all occurrences, the errors were grouped in three and followed after system startup. The technical errors indicate a communication problem and in addition two of them that ventilation was not possible. Simulated use testing of the returned pc board in a reference ventilator did not reveal any problems. Several pre-use checks and ventilation starts both from standby and after cold system starts succeeded. Finally, ventilation ran for 5 days without any problems encountered. Appearance of a failure leading to these technical errors will be notified to the user by a generated alarm and a corresponding technical error code. Failures with the reported startup error codes will lead to disabled ventilation. The conclusion in this matter is that the reported issue with the technical errors was confirmed in received device logs, but could not be reproduced in tests during the investigation. The returned control circuit board is found to be within its specification.

Event description:
It was reported that the ventilator generated two technical error indicating a failure of the control printed circuit board and communication failure during start up. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.